Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly the lens came out of the side of the injector during the insertion in the right eye. There was no patient injury.

Manufacturer narrative:
The inserter was not returned for evaluation. Since the lot number was not provided, the device history records review could not be performed. Based on the information provided, the root cause of this event cannot be determined.